Event description:
It was reported that an interlink injection site had a dark, sticky substance on its adapter. This was found as the device was being removed from its packaging and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.